Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been admitted to the hospital since left ventricular assist device (lvad) implantation on (B)(6) 2021. The patient underwent a third time re-do sternotomy for destination hmii lvad placement with removal of the left axillary impella on (B)(6) 2021. This was complicated by right ventricular failure which required placement of a right ventricular assist device (rvad) from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2022 it was reported that the patient's system monitor touchscreen failed and started pressing random keys by itself. It almost selected to turn off the lvad while the nurse was at bedside attempting to get back to the home screen. Troubleshooting revealed it was a broken monitor, the monitor screen was replaced and there were no further issues noted at the time. The patient was admitted to the intensive care unit (ICU). Nothing clinically or hemodynamically changed with the patient around the time of the pump stop alarm. The patient was critically ill and required intravenous inotropes and vasopressors for months (since (B)(6) 2021). The nurse reported that the vad alarmed, the display screen froze and the display screen was then swapped out. The team otherwise seemed unaware there was an alarm. The patient was fine. It was suspected that someone accidentally hit the pump stop button - may have been accidental since buttons on the display needed recalibration. The nurses reported that no one was touching the vad until the alarm went off and the display unit froze. The patient will continue to be treated until stable enough to be transferred out of the ICU. Log file analysis confirmed the reported pump stop on (B)(6) 2022 at 6:14 am. The pump appeared to have been stopped for approximately 3 seconds via the system monitor before resuming normal support. The intentional pump stop command was confirmed from log files. When the pump stop button is pressed the pump stops within the first few seconds and a 10 second count begins. If the button is released before the countdown is complete the pump resumes at previous set speed. In this case the pump stop event was reported to have occurred as a result of a faulty system monitor and was not a result of a pump malfunction. Related manufacturer report number of the system monitor: # 2916596-2022-02041.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop event that appeared to occur due to the pump stop button being pressed on the system monitor. In addition, a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The submitted controller event log file captured an intentional pump stop event on 27mar2022 with corresponding low flow and lvad off alarms. The pump stop event lasted approximately 3 seconds before resuming normal support. The pump appeared to be operating as intended at the set speed before and after the intentional pump stop event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 4 of the IFU, ¿system monitor¿ (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Furthermore, both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.